Event description:
The customer reported via phone call that they were hospitalized for low blood glucose readings of 45 mg/dl. The symptoms consisted of thrashing in bed while sleeping. The name of the hospital was (B)(6). The customer stated that they over estimated the amount of carbs they consumed and the bolus they gave themselves was to high. The emt treated the low blood glucose reading with juice. The insulin pump was worn in the hospital. The staff took out the battery of the insulin pump in order to suspend. The current blood glucose reading was 273 mg/dl. The customer stated that they have been experiencing low blood glucose readings since (B)(6) 2015. It was also stated that the insulin pump experienced a battery out limit.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.